Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that this record is a duplicate record. Please see MDR 9617229-2023-17294 as the operating record related to this complaint.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on an unknown side. Device remains implanted.